Manufacturer narrative:
The abbott field service engineer (fse) observed that the ict tubing # 14 was crimped near the t fitting which causes back pressure. The fsr replaced ict tubing # 14 (tbg, asp pump 14 to t ftg (rohs), pn 7-205558-01) to resolve the issue. No subsequent reports involving the ict tubing have been received since replacement. A 12-month review of trending and complaint data for ict tubing # 14 did not identify any trends or other similar complaints. The architect system operations manual and c4000 service and support manual provide information regarding operational precautions and limitations, operator responsibility, hazards and exposure to potentially infectious or hazardous material, using appropriate personal protective equipment (ppe), performing maintenance, troubleshooting the reported issue, and replacing of the ict tubing # 14. Based on the investigation, no product deficiency was identified for the ict tubing # 14 (part 7-205558-01).

Event description:
The customer reported that the ict tubing #14 disconnected and sprayed himself and another tech in the face. The spray did not get in the nose, mouth, or eyes, just on the skin. There was no adverse reaction and no treatment was sought. There was no reported impact to patient management or user safety.